Event description:
It was reported a physician attempted an arteriotomy in the common femoral artery. The physician was splitting the sheath down to 2 cm and the vessel locator button popped out. The physician reverted to manual compression. No pt injury reported.

Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unk. The device investigation and complaint confirmation have not been completed because the device is unavailable. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.